Manufacturer narrative:
The customer returned the suspected contour next ez meter, contour next test strips and contour next control solution from lot # 3bv2g11 for evaluation. An in-house testing was performed with the returned meter, returned test strips and returned control solution, which gave a satisfactory performance. The control readings obtained with the in-house testing were properly marked as control tests.

Event description:
The customer called to report that she ran a control test with the contour next ez meter and obtained a reading of 157 mg/dl at 5:14 p.m. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. During troubleshooting, three additional control tests were run by the customer using the correct testing technique and the results were properly marked as control tests. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer did not use a clean, flat and non-absorbent surface prior to performing the control test and obtaining a reading of 157 mg/dl. As per contour next control solution instructions manual, "squeeze a small drop of solution onto a clean, nonabsorbent surface." The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in section a4 as the customer's weight was not provided.